Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
The lead was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented to the hospital for a device upgrade procedure. While reviewing the historical measurements it was noted that this right ventricular (rv) lead exhibited high out of range shock impedances several times since (B)(6) 2014. Current measurements were reported to be stable. No adverse patient effects were reported. The planned surgical intervention was postponed as the patient forgot to stop their anticoagulant medications. The device upgrade procedure will be performed next month however it is unknown if the lead will be replaced at that time. As of today the lead remains in service.